Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger .there was no initial allegation of a broken desktop charger connector pin, so the event was not reportable until analysis of the desktop charger was completed on 2017-10-02. Analysis of the desktop charger (37761) found that it had a bent connector pin. H6: fdd c63026 applies to both the desktop charger (37761) and the ins (97714) fdd c63030 applies to the ins (97714) fdd c63025 applies to the desktop charger (37761) all fdm and fdr codes apply to the desktop charger (37761) fdc 92 applies to the ins (97714) fdc 11 applies to the desktop charger (37761). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger (insr) would not charge and the light on the desktop charger would not come on. The patient was therefor unable to charge the ins died. The patient also stated that they were not allowed to get an MRI, and it was reviewed that the ins needed to be on to determine MRI eligibility. A new desktop charger was sent to the patient. No patient complications/symptoms were reported.